Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
The device associated with this report was not returned. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples. The annealed product was released on (B)(6) 2014. It should be noted that this device is from an un-annealed batch. The root cause of the new failure mode of the device fracturing into smaller pieces is currently being investigated per (B)(4) and (B)(4). The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Maude report ((B)(4)) states, "product chipped during use in a knee procedure. Surgeon performing total knee procedure and while using device, it cracked and a piece chipped off."